Manufacturer narrative:
Device was used for treatment, not diagnosis. Hou, y. Et al (2015). Possible predictors for difficult removal of locking plates: a case-control study. Injury, int. J. Care injured, 46, 1161¿1166. This report is for an unknown lcp or liss system/unknown quantity/unknown lot. Screw, fixation, bone; hwc. (Other number): UDI: unknown part, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, hou, y. Et al (2015). Possible predictors for difficult removal of locking plates: a case-control study. Injury, int. J. Care injured, 46, 1161-1166. The authors investigated the possible factors related to the difficult removal of synthes titanium devices: locking compression plates (lcp) and less invasive stabilization system (liss) plates and to provide suggestions for decision making regarding implant removal and the prevention of complicated removal. The final cohort study included 308 patients, 190 males and 118 females, with average age of 34 years, who underwent lcp/liss removal from september 2004 to november 2013. The median implant duration was 16.0 months. A total of 370 implanted plates were reported. Results included: difficulty removing 30 lcp and three lss; impairment of mobility (18); pain (16); discomfort (10); soft tissue irritation (7); plate displacement (5); subcutaneous infection (5); articular adhesions (1); paresthesia (1); implant related dermatitis (1); retention of implants in three patients: one in a distal humerus fracture and two in distal tibial fractures; two patients who experienced refracture: in one patient with a distal humerus fracture, the surgeon found a bone split and used cast fixation after hardware removal. The other patient, who had a forearm diaphysis fracture, suffered a radius refracture in a fall one month after hardware removal and underwent open reduction and lcp fixation; two patients who experienced radial nerve palsy and recovered after the administration of cortisone, mannitol and nutritional nerve drugs; difficulty exposing one reconstruction lcp for fear of radial nerve injury; and retention of three lcp. This is report 2 of 5 for (B)(4). This report is for an unknown lcp or liss system.